Event description:
Today at 1425 hrs, pt (patient) was brought into or (operation room) #5 at 1425 for a laparoscopic appendectomy, altar positioning, prepping and performing a time out (1454). Case began with out incident. At end of case (B)(6), during undraping. Surgical tech noticed the distal end of the irrigator which is attached to the battery was leaking rusty looking saline on to the IV pole attached to the neptune suction machine. The proximal lip goes into patient peritoneal area. After patient was out of room we sequestered the complete suction irrigator along with package information for lot number recording. Manager fuller were immediately informed. Staff sprayed a white blanket acting as a filter and didn't see evidence of rust slain the blanket. The hose had no rust particles in the saline travelling inside. Surgeon notified, pt left operation room at 1541.